Event description:
It was reported the customer had an unexpected restart alarm after inserting a new battery. The customer stated the alarm was recurring after every battery change. Customer's blood glucose was 116 mg/dl. The customer also had a signal too low alarm in their alarm history. Customer also reported receiving a motor error alarm on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.